Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the c8660, bullseye femoral guide, 8 mm/9 mm device was used in an unknown procedure on (B)(6) 2026, and ¿the tip of the product broke inside the patient during surgery; however, no fragment remained inside the patient.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.